Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate the patient experienced adhesions. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2007 - patient was diagnosed with pelvic organ prolapse and underwent a total abdominal hysterectomy, colposacropexy, culdoplasty, halban type, urethropexy and cystoscopy, posterior repair and implant of a non-bard/davol tension free vaginal tape. Of note the flat mesh was measured out and trimmed to the patient's specifications. The flat mesh was attached with four individual 2-0 sutures to the anterior and posterior apex of the vaginal vault was then created in sandwich like fashion. Another piece of the trimmed flat mesh was also used to anchor the sacral promontory to provide support. Vaginal vault was tested and found to be very well secured to the polypropylene mesh. Of note, no trauma was noted to the bladder hemostasis was absolute, and there was no bleeding from the periosteal sutures of the sacral promontory. On (B)(6) 2007 - following implant of the flat mesh, the patient underwent additional surgery due to postoperative bleeding. The bleeding was indicated to be a result of trauma to the urethra at the time of the non-bard/davol tvt placement. Op details stated no bleeding, trauma, stitch perforation, or tape perforation was present in the bladder or in the urethra. On (B)(6) 2008 - patient had an office visit with complaints of pelvic pain. Abdominal CT scan was normal. There was a cyst noted on one of the ovaries but otherwise clear. Surgeon recommends laparoscopy for probable adhesions takedown and suture removal. On (B)(6) 2008 - patient was diagnosed with chronic pelvic pain, recurrent ovarian cysts, exposed monofilament intravaginal sutures, polypropylene mesh (davol flat) adhesions to the bowel and underwent a laparoscopic bilat oophorectomy, adhesiolysis with excision of the bard/davol flat mesh and sutures. During the procedure inspection of the peritoneal cavity revealed a piece of polypropylene mesh which was somewhat free along the left edge extending from the apparent vaginal cuff along the right side of the sigmoid colon and was adherent to a portion of the colon. On (B)(6) 2008 - following the explant of the davol flat mesh, the patient underwent additional surgery to control postoperative bleeding, a moderate amount of clotted blood was found within the pelvis on the right pelvic sidewall and up around the right hepatic gutter. Operative dictation notes "it was suspected the bleeding may have occurred from the right ovarian vessel as there was a large adherent clot at the site." A week later the patient presented to md with complaints of a lot of discomfort around the umbilicus and some oozing from the belly button surgical wound. Patient also notes some water diarrhea that is yellow in color.